Event description:
It was reported the customer's insulin pump was automatically shutting off during the night and day. The customer also reported having a high blood glucose of 600 mg/dl. Customer stated he had to use the insulin pen to treat for his blood glucose. The customer was advised that he may have the auto off feature set up that would stop insulin delivery if no buttons are pressed for a certain amount of time. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.